Manufacturer narrative:
The patient remains ongoing with the lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a control fault alarm on the system monitor sometime after the patient was admitted to the ICU post implant. The patient's system controller was changed twice with no change in alarm status. The patient was placed on pneumatic support using stroke volume limiter (svl) and ip console. A decision was made to replace the lvad with another lvad.